Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with no loud clicking noise noted. The insulin pump has cracked case at display window corners and minor scratches on the lcd window.

Event description:
It was reported via phone call that her touch meter died a couple months ago. The insulin pump is also making a loud clicking noise when it delivers insulin. The blood glucose readings are over 600 mg/dl. Customer also states that there was a motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.